Event description:
It was reported that during a laparoscopic cholecystectomy, the staple did not form properly. At the distal portion of the staple line, the device cut but did not staple. There were no pt consequences.